Manufacturer narrative:
Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A ticket search for lot 26216un22 did identify an increase in complaint activity related to the falsely elevated patient results. Historical performance of reagent lot 26216un22 which was evaluated using world wide data from abbottlink for the troponin-I assay. The patient median data was analyzed and compared to an established control limit. This evaluation indicated that the patient medians for lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 26216un22. Based on the investigation, no deficiency for lot number 26216un22 was identified.

Event description:
The customer stated that all architect stat troponin-I results between 0.02 and 0.03 ng/ml are being sent to another facility for retesting and discrepant results have been observed. The other facility also uses the architect stat troponin-I assay. The customer uses a reference range of <0.01 ng/ml for the assay. The following data was provided. Patient 1: customer result 0.02 ng/ml (positive), other facility 0.13 ng/ml (positive), patient 2: customer result 0.02 ng/ml (positive), other facility 0.01 ng/ml (positive), patient 3: customer result 0.02 ng/ml (positive), other facility <0.01 ng/ml (negative), patient 4: customer result 0.02 ng/ml (positive), other facility 0.01 ng/ml (positive), patient 5: customer result 0.02 ng/ml (positive), other facility 0.02 ng/ml (positive), patient 6: customer result 0.03 ng/ml (positive), other facility <0.01 ng/ml (negative), patient 7: customer result 0.02 ng/ml (positive), other facility 0.01 ng/ml (positive), patient 8: customer result 0.02 ng/ml (positive), other facility 0.01 ng/ml (positive), and patient 9: customer result 0.02 ng/ml (positive), other facility 0.03 ng/ml (positive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.